Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and abscess. No further patient complications were reported.